Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed as planned after the issue was solved. A philips field service engineer (fse) called and checked with the customer and confirmed that the monitor of the 3d workstation had no display. The fse instructed the customer to check the power cable and found it was loose. It was confirmed that the power cable was accidentally pulled out during cleaning. The customer solved the issue by re-connecting the power cable. After this action, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that during a procedure the display went black. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.